Manufacturer narrative:
The medical center reported that one doctor and two technicians have complained of skin irritations primarily on arms and around their neck from wearing the kc microcool gown in this tray. They described it as little bug bites (red marks) and it felt like bugs were on them during the procedure. The irritation would bother them an hour or two after the procedure. They not wear long sleeve shirts to reduce the irritation. This has been going on for 6 months. Kc was notified of the occurrence and they could not determine the issue as it is isolated to only ut and this department. Deroyal: there have not been any similar complaints from 2012 to 2014 for this product. Kimberly clark has been made aware of the issue. Deroyal is also performing an evaluation of the product that has been eto sterilized. Investigation into the root cause is in process.

Event description:
The medical center reported that one doctor and two technicians have complained of skin irritations primarily on arms and around their neck from wearing the kc microcool gown in this tray. They described it as little bug bites (red marks) and it felt like bugs were on them during the procedure. The irritation would bother them an hour or two after the procedure. They not wear long sleeve shirts to reduce the irritation. This has been going on for 6 months. Kc was notified of the occurrence and they could not determine the issue as it is isolated to only ut and this department.